Event description:
Reporter indicated that the programming wand was unable to communicate. The non-working product has been received back by the MFR and analysis is pending on the unit.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.